Manufacturer narrative:
It is notable that the patient was diagnosed with psoriatic arthritis (pa) after the nalu system was implanted. Pa has immune system implications which may have potentially contributed to the development of infection. There are no reports of patient noncompliance or any external factors that are likely to have caused the issue. Infection of surgical sites is a known inherent risk of invasive procedures.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023. On (B)(6) 2023 during a follow-up visit, the patient presented a report from the primary care provider stating the incision site was infected. Patient was administered oral and injection antibiotics. Patient was also given a diagnosis of psoriatic arthritis (pa) at that time, however the physician was withholding medications for the pa until the infection cleared. Patient was seen for a follow up appointment on (B)(6) 2023 and is reported to have the infection fully cleared after the use of antibiotics. Patient reports that the nalu system is helping with pain as planned. On (B)(6) 2023 the firm was made aware that the infection returned and explant was being performed immediately. Full system was removed on (B)(6) 2023.